Event description:
It was reported that after an inflation at 3atm in the right ventricular outflow tract, the pta balloon could not be retracted through the introducer sheath. The balloon and sheath were removed together as a single unit without incident. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported for this lot number for this failure mode to date. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Following the initial difficult retraction attempt through the introducer sheath, it is unknown whether the balloon was placed in an anatomical position in which it could be safely inflated/deflated in an attempt to re-fold the balloon.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.